Manufacturer narrative:
This report is being filed to provideand corrected information in b.6. Investigation : according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Vasovagal incidents occur around 0.5% of procedures. The reactions generally manifest as pallor and diaphoresis. In a full blown attack, the reaction progresses from pallor and sweating to pulse slowing and blood pressure decreasing. More severe vasovagal reactions may include nausea, vomiting, and/or convulsions. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable history search confirmed there were no similar occurrences reported on this lot worldwide. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged vasovagal reaction include but are not limited to patient disease state and/or patient sensitivity to the procedure. The patient underwent a large volume depletion prior to exchange. 587 ml of saline was given as a replacement fluid instead of albumin. This caused the patient's albumin to drop 1 g/dl.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation: per the customer, (B)(4) 650 mg po & (B)(4) 25 mg po, calcium gluconate 3gm IV in 250 mg of 250 ns were given during the treatment. The customer reported that patients on this study have experienced similar adverse events; however, did not require hospital admission. They have decided to use albumin in their depletion instead of saline and allow the patient more time to recover post the procedure. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that at the end of a depletion/exchange procedure on a patient with glut 1 deficiency, the patient did not tolerate the procedure well and experienced hypotension and a syncopial episode. The patient required an emergency room visit and an overnight stay at the hospital. Per the customer the patient received keppra (seizure med) 1000 mg IV and is currently stable. The patient was discharged home the following day. This procedure was part of a study and involved a large volume depletion exchange ordered by the research physician. The customer inquired about the possibility of how to perform an albumin rinseback. They were concerned the patient¿s albumin level dropped 1-gram post procedure. They did not report if a rinseback was performed. Replacement fluid given: 587 mls nss for depletion, 4497mls prbcs (avg hct 60%). The customer declined to provide further procedural details as this was part of a study. The disposable set is not available for return because it was discarded by the customer.